Event description:
It was reported that approximately 7 months post implantation, the patient underwent a revision due to dislocation. Attempts have been made and no further information has been made available.

Manufacturer narrative:
(B)(4). D1: constrained head 12/14 taper 36 mm diameter +0 mm neck length for use with freedom constrained liners d10: 010000985 g7 freedom const e1 lnr 36mm g 6771746 g2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04) head. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause unchanged. It was noted in follow ups that the patient has a history of non-compliance, however it is unknown how the patient is non-compliant and if it caused or contributed to the dislocation. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.